Event description:
It was reported that at an unknown period post rx acculink stent implantation in the left internal carotid artery, the patient experienced two transient ischemic attacks (tia's). Plavix and aspirin were given as treatment. On (B)(6) 2012, per magnetic resonance imaging (MRI) and computed tomography (CT) scan, the stent was found to have a mid stent fracture, was poorly apposed proximally to the vessel wall and was unstable in the vessel. On (B)(6) 2012, a stent was implanted as treatment. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant provided as within the past 2 years and estimated as (B)(6) 2011. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of transient ischemic attack is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Two x-ray images of the implanted acculink stent were received and reviewed by an abbott clinical specialist. The stent appears fully expanded in its tapered configuration. There is no contrast media present on the images; therefore, the exact location of the stent and stent-to-wall apposition is not conclusive from the provided fluorograms. There is no evidence of the definite strut fracture. One strut in the middle portion of the stent appears more expanded than the nearby struts, that may be due to the strut protrusion into the external carotid artery at the level of the carotid bifurcation. The reviewer concluded that relative over-expansion of a single strut of a self-expanding stent in the area of the arterial bifurcation is a common phenomenon for stents with an open-cell design. The strut expands more because of no restriction from the vessel wall at the bifurcation. The gap between the struts became wider which may be interpreted as the strut fracture. The originally reported stent fracture is not conclusive based on the images provided, and may be the non-uninformed expansion of the strut at the carotid bifurcation. Based on the information reviewed, there is no indication of a product deficiency.